Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto system (model# unknown serial# (B)(4)). Smartablate generator (model# unknown serial# (B)(4)). Smartablate pump (model# m-4900-407 serial# (B)(4)). Navistar rmt thermocool catheter (model# d-1266-01-s lot# unknown) . (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a vascular dissection requiring medication (protamine). During the procedure, the physician was having difficulties advancing the soundstar catheter. The patient became hypotensive. Protamine was administered and patient was sent for computed tomography (CT). It was also noted that the back patches had to be worked on and the patient had to be turned but had no issues at that time. The patient required extended hospitalization as a result of this adverse event due to extensive blood loss, no surgical intervention was provided. Patient outcome has improved. Physician's&#62688;opinion regarding the cause of the adverse event is that it was related to advancement of the soundstar catheter against resistance at the left groin femoral access point.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a vascular dissection requiring medication (protamine). During the procedure, the physician was having difficulties advancing the soundstar catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Deflection, carto, coil and transducer test were performed and catheter passed all specification. No error found. Product is working properly. No malfunction found. Lab used a 10 fr sheath and verified the complaint catheter passed through the sheath without any difficulty. Complaint was not confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).